Event description:
During an rf procedure, a warning 06 /tc-failure occurred and the case was cancelled and rescheduled for 2005. This was the second use of this probe. Another rf probe was used for this procedure.